Event description:
Revision surgery planned and performed 6 days after primary due to breakage of the anterior wall of the acetabulum during impaction of the implant. The shell moved through the pelvis and this was detected on the post-op x-ray taken just after the surgery. MFR ref# 3005180920-2015-00050.